Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s blood glucose level was reported as 591 mg/dl. The customer had not reported any symptoms and treated high blood glucose with needle, the customer gave herself 30.u and then later gave 20.0 u and that bought down blood glucose level to normal levels. Customer declined to troubleshoot for high readings. It was reported that customer had taken the infusion set off and the cannula was bent so she things it is due to the bent cannula. Troubleshoot performed for bent cannula and was reported that the cannula was bent. The insulin pump will not be returned for analysis.